Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, oversensing, noise and high impedance due to fracture. The lead was capped and replaced.